Manufacturer narrative:
(B)(4). Batch # m55181. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. However, the cartridge was placed and retrieved without any issues. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify what is meant by, ¿did not uncouple more from the equipment.¿ this is not clear. It means that the load did not detach / did not release from the stapler.

Event description:
It was reported that during an open gastroplasty procedure, the load of the stapler locked on the stapling and did not uncouple more from the equipment. Medical report: during the firing with the stapler, the load locked in the middle of the stapling and when they forced it, the trigger broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information received: please clarify what is meant by, ¿did not uncouple more from the equipment.¿ this is not clear. => it did not detach more from the equipment. Does this mean that the firing knob broke? No. Did any pieces fall into the patient? No. Will all pieces be returned with the device? Yes.